Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed the 3.00x16mm liberte bare stent was unable to cross the lesion. It was noted that the stent was damaged after removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).